Manufacturer narrative:
Corrected data: date in previous MDR should be corrected to (B)(6) 2018. (B)(4).

Manufacturer narrative:
Device code 1583: code should be added to original MDR. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
(Od) right eye: the reporter indicated that on (B)(6) 2018 the surgeon seen patient who was seeking refractive surgery. Upon examination, the patients uncorrected distance visual acuity was counting fingers at 2 meters of corrected 20/22 in each eye the patient was myopic and presbyopia and was thoroughly explained to patient before surgery. On (B)(6) 2018, the patient had undergone refractive surgery by implanting a 12.6mm, vicmo12.6, -10.50 diopter, implantable collamer lens into her right eye (od). Udva on the first poet-operative follow up was 20/40. On patients last follow up, patient ended up hyperopic with udva of 20/100. Refractive was +1.75 sph -1.00 cyl x20. The vault also measured to be a bit high which was around 800 microns. The surgeon would like to exchange the lens with a smaller size (12.1mm) with lens power of -8.00 diopter. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.